Event description:
It was reported that during a follow up meeting, recurrent atrial episodes of noise were noted. The noise was reproducible when the patient's arm was manipulated. The atrial lead sensitivity was adjusted and the lead remains in use. During investigation, it was also noted that there were ventricular capture problems, as there was no pacing spike on the ventricular pacing marker. The right ventricular lead remains in use. It was further noted that the patient had for an atrial ablation procedure a few months prior. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.